Event description:
It was reported that the bed lost all motor functions due to the cpu being out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.